Event description:
Sorin group received a report that during a case, the power breaker blew out which caused the s5 roller pump to stop. Resetting the breaker resolved the issue and no further problems were reported. There was no report of patient injury.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during a case, the power breaker blew out which caused the s5 roller pump to stop. Resetting the breaker resolved the issue and no further problems were reported. There was no report of patient injury. The investigation is on-going. A follow up report will be sent when the investigation is complete.